Event description:
An implant card received on 03/28/2013 indicated that this vns patient underwent generator and lead revision on (B)(6) 2012 due to a lead discontinuity. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected but did not cause or contribute to a death or serious injury.